Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes has insufficient draw. The following information was provided by the initial reporter. The customer stated: "the negative pressure of the blood collection tube is insufficient, and some blood collection tubes do not even have negative pressure. In the case of blood collection tubes with insufficient/no negative pressure, blood can be drawn normally by replacing with new tubes."

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 20 retain samples from each lot were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes has insufficient draw. The following information was provided by the initial reporter. The customer stated: "the negative pressure of the blood collection tube is insufficient, and some blood collection tubes do not even have negative pressure. In the case of blood collection tubes with insufficient/no negative pressure, blood can be drawn normally by replacing with new tubes."